Manufacturer narrative:
Evaluation summary: minimal host tissue overgrowth was observed on the stent and tissue on the inflow and outflow aspects. A slit/cut, 5 mm in length, was noted on the cusp of leaflet three; the cut was not through the entire thickness of the leaflet tissue. Stent distortion was noted on the x-ray. The cusp one post appeared to be pulled outwards which created a gap at the coaptation region.

Event description:
It was reported that implanting surgeon stated that an echo at a different facility revealed a potential leaflet tear and plans to explant the valve in (2009). Per e-mail dated 03/23/09 from sales representative, sales representative confirmed that the valve was in fact explanted, and that an operative report and echo is not available due to hospital will not release. The patient is on a heart assist device as of 3 days post explant procedure. The device history record (DHR) review was completed on 04/20/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance..